Event description:
A falsely low troponin result was obtained on the dimension rxlmax analyzer. The result obtained was 0.02 ng/ml. Since a previous result was elevated (1.46 ng/ml), the sample was repeated on an alternate dimension analyzer with a result of 0.87 ng/ml. An hour later, another draw was run on the first dimension analyzer and the result was 0.65 ng/ml. There was no advance health effects since the falsely low troponin result was not reported. The troponin result from the alternate analyzer was reported. The low result was most likely due to insufficient sample being aspirated. A dade behring representative performed a probe alignment.